Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they were feeling pain with their stimulator and that it was bulging out and they wanted to get it removed. The patient stated it had been gradually bulging for 4-5 years and sticking out/puffed out where they could "see veins" (it was getting "bulgy") and it hurt a little now, but they just didn't want it anymore. Patient also stated that they needed an MRI so they wanted to get it removed. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their healthcare provider (hcp) to discuss their concerns. Patient stated they no longer had a hcp, that their implanting hcp was no longer in their area. The patient stated that they thought they'd called about this issue a couple years ago about this and never followed up but now they wanted it removed because they needed to have an MRI of their brain and they didn't think they needed the device anymore and they made up their mind to have it taken out. Patient services did not ask any further questions about the patient calling before as they were focused on the reason for call and asked the patient if they had any falls or traumas that could have led to the ins "bulging out" and the patient initially said 'no' but then stated they had a head injury from a fall (which was why they needed an MRI for their brain) but the patient couldn't say that the timeline of their fall lined up with the implant bulging out. Patient did not provide a timeline of when the fall occurred. Patient services reviewed MRI compatibility guidelines with the patient and also reviewed the implanted system was 8 years old as of september 2025 and that the battery could last 5 years give or take depending on settings so it was possible there was no battery life remaining in their ins at this time. Patient services redirected the patient to follow up with an hcp and sent the patient physician listings at the patient's request. The patient is going to follow up with an hcp to discuss getting the implant removed. Patient also inquired about insurance coverage and the surgical procedure and patient services redirected the patient to follow up with an hcp and their insurance company. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.